Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: vicodin. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), hypersensitivity ("allergic reaction"), coital bleeding ("other injury or complication: post coital bleeding"), mood swings ("hormonal changes: mood swings"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and vulvovaginal pain ("vagina pain"). The patient was treated with surgery (surgery for essure removal, hysterectomy with bilateral salpingo-oophorectomy, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, hypersensitivity, coital bleeding, mood swings, menorrhagia, vaginal haemorrhage, female sexual dysfunction, nausea, dysmenorrhoea, dyspareunia, fatigue, alopecia and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, alopecia, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, mood swings, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: she undergo essure confirmation test- yes, transvaginal ultrasound. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet was received events added from pfs- other injury or complication: post coital bleeding, hormonal changes: mood swings, abnormal bleeding vaginal, abnormal bleeding menorrhagia, apareunia (inability to have sexual intercourse), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, vagina pain and abnormal bleeding (general) clubbed to previous events.reporter information, historical drug was added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Previously administered products included for an unreported indication: vicodin. Concurrent conditions included pelvic fracture, surgery, low back pain, obsessive-compulsive disorder, anxiety disorder, anemia, varicella, postoperative pain, menses lack of ((reason: iud - mirena)), fracture of pelvis (pelvis injury, sequela (primary encounter diagnosis)), automobile accident and endometriosis. Concomitant products included cantein, gabapentin, levonorgestrel (mirena), oxycodone (percocet) and prednisone. In 2014, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), hypersensitivity ("allergic reaction"), coital bleeding ("other injury or complication: post coital bleeding"), mood swings ("hormonal changes: mood swings"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), female sexual dysfunction ("paramenia (inability to have sexual intercourse)") and vulvovaginal pain ("vagina pain"). The patient was treated with surgery (surgery for essure removal, hysterectomy with bilateral salpingo-oophorectomy, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, nausea, fatigue and alopecia had resolved and the abdominal distension, hypersensitivity, coital bleeding, mood swings, female sexual dysfunction, dysmenorrhoea, dyspareunia and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, alopecia, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, mood swings, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound scan - on (B)(6) 2015: normal. She undergo essure confirmation test- yes, transvaginal ultrasound on (B)(6) 2015: intermittent! Intense pelvic pain/ mostly on llq/ sometimes on rlq 1 on (B)(6) 2016: surgical pathology procedure: final pathologic diagnosis a. Skin, left inner thigh, excision: -fibroepithelial polyp (skin tag). B. Skin, left side perineum, excision: -fibroepithelial polyp (skin tag). C. Peritoneum, posterior cervical, biopsy: -fibrous tissue with no significant pathologic findings. D. Uterus, fallopian tubes and ovaries, hysterectomy with bilateral salpingo-oophorectomy: -cervix with no significant pathologic findings -inactive appearing endometrium -myometrium with no significant pathologic findings. -ovaries with cystic follicles and corpus luteal cysts. -fallopian tubes with no significant pathologic findings. -no evidence of hyperplasia or malignancy. Gross description: uterine corpus: 5 x 5 x 4 cm. The serosa is smooth and free of adhesions. Cervix: 3.5 x 3 x 3 cm with a central slit-shaped os, 1 cm. The transformation zone is well-defined endometrial cavity findings: 2 x 4 x 0.2 cm in thickness myometrium findings: smooth gray-pink with no focal lesions identified right ovary: intact cortex, 4 x 3.5 x 2.0 cm. Sectioning shows multiple serous filled cysts, 0.5 to 1.8 cm in greatest dimension. Right tube: smooth with a fimbriated end, 4.5 x 0.5 x 0.5 cm left ovary: intact cortex, 3.3 x 3 x 1.5 cm. Sectioning shows multiple serous filled cysts, 0.3 to 1.0 cm in greatest dimension. The cyst linings are smooth and glistening with no papillations grossly identified. Left tube: smooth with a fimbriated end, 5.2 x 0.5 x 0.5 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 16-oct-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Events were clubbed with previously reported events. Outcome of hair loss, bleeding, pain, nausea, fatigue was updated from unknown to recovered/resolved. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension and hypersensitivity outcome was unknown. The reporter considered abdominal distension, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.